Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 139 to 180 mg/dl. Customer reported symptoms of shakiness and sweatiness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(4). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 139 to 180 mg/dl. Customer reported symptoms of shakiness and sweatiness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 139 to 180 mg/dl. Customer reported symptoms of shakiness and sweatiness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:315mg/dl (B)(6) 2015 11:40am. 2:284mg/dl (B)(6) 2015 06:47am. 3:234mg/dl (B)(6) 2015 07:00pm. 4:258mg/dl (B)(6) 2015 03:47pm. 5:249mg/dl (B)(6) 2015 06:22am. Adverse event not reported.